Event description:
Sales consultant reported that during a procedure, the screw head sheared off while trying to lock into the plate. Surgeon reported that they were able to remove the screw and put another back in its place. No piece of the screw remained in the patient. They were able to remove the screw easily with no additional medical intervention. There was a delay in the procedure of 15 minutes. They were able to complete the procedure successfully. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.